Event description:
It was reported that during a da vinci surgical procedure, the large needle driver instrument stopped engaged after 3 uses. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was returned with zero lives and could not be tested for engagement. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.